Event description:
The reporter stated that infant's central venous line was noted to be backing up. IV fluid was leaking into the bed. The bifuse was cracked at the hard area between the ports. The central line was discontinued and fluid resumed via peripheral IV until central line placed again.